Event description:
Reportedly, as the pt was transported to the hosp, the device would spontaneously lose power and have to be powered back on. This was said to have recurred repeatedly during the transport. The pt was delivered to the hosp. Pt outcome was not reported, but the reporter indicated pt outcome was not affected by the discrepancy, due to a lack of pt viability and continued device use.